Event description:
A caller reported experiencing a cgm (continuous glucose monitor) error 42 with their device. There was no adverse impact to the customer's blood glucose level. Customer technical support provided the caller with information on how to reset the pump, and guided them through the process. After the reset, the error code did not reappear, and the caller was able to successfully start their sensor session.